Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. Customer's blood glucose was 111mg/dl at the time of incident. Troubleshooting found that the pump also had a blank display and alarmed motor error. Troubleshooting explained alarm and found that the display went blank after buttons are pressed. Customer indicated that the motor error was a past event. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery alarm and motor error alarm due to blank display. No unexpected found little mark where the battery touches. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.